Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the ID now covid-19 assay performed (B)(6) 2021 on an unknown swab sample and generated a positive result. The user reported that repeat testing was performed with the ID now covid-19 assay on (B)(6) 2021 and obtained a negative results. The user mentioned a pcr confirmation test was scheduled. The user mentioned that he follow's all the procedure when taking the test. The user said that she doesn't feel any symptoms. The user confirmed that she was feeling okay. There was no treatment provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Although requested, the pcr test results were not provided.

Manufacturer narrative:
Additional information : d4 correction : d1, g4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160112 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 160112 and test base part number 195-430h / lot 150389. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162291 showed that the complaint rate is 0.0003% and 0.0003% respectively. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The user reported conflicting results with the binaxnow¿ covid-19 antigen self test performed 31dec2021 on an unknown swab sample and generated a positive result. The user reported that repeat testing was performed with the ID now covid-19 assay on (B)(6) 2021 and obtained a negative results. The user mentioned a pcr confirmation test was scheduled. The user mentioned that he follow's all the procedure when taking the test. The user said that she doesn't feel any symptoms. The user confirmed that she was feeling okay. There was no treatment provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Although requested, the pcr test results were not provided.

Manufacturer narrative:
This supplemental report is being submitted to correct section b3 and b5. The "date of events" was previously reported incorrectly as (31dec2022 and has been corrected to show 31dec2021. B5. Correction: the previously reported event referenced the "ID now covid-19 assay" as the device used for testing in b5. The reported event has been corrected and described in b.5.